Event description:
It was reported that, that angle nut of the universal handpiece was missing during cleaning at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut being missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip.

Event description:
It was reported that that angle nut of the universal handpiece was missing during cleaning at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.